Event description:
Procedure: l3 - l4 discectomy and fusion due to degenerative disc disease and slight spondylitis. Surgeon experienced difficulty securing the set screws ((B)(4)) into the screws. Surgery had progressed normally in regard to placement of implants and prospace interbodies. Surgeon used instrumentation to secure the first set screw; however, when attempting to tighten the second and sequential set screws, they would not adequately tighten into place. A change in the instrumentation; screwdriver, being used was made. The surgeon removed the second set screw and replaced it with another. The replaced set screw was able to be tightened into place as were the third and fourth set screws. The surgery was delayed less than five minutes. The surgeon commented that the construct looked good after the final image was taken and reviewed. On (B)(6) 2011, the patient required second surgery. Patient had been progressing in recovery until she got up under her own power on (B)(6) 2011. The patient was experiencing paralysis. It was later determined that the patient had fallen twice; between (B)(6) 2011. Patient's pedicle was broken at l4. The surgeon cleaned the space of bone fragments. A dural tear was also noted and addressed. Surgeon commented that the patient's spondylitis appeared worse; however, the prospace interbodies had not moved. Surgeon decided to extend the hardware to l5 to stabilize the construct. The hardware was placed and secured without incident. On (B)(6) 2011, the patient required a third surgery. Original surgeon and colleague opened the previous incision and removed a lamina to gain access to the dura where a bone fragment was. The surgeons characterized the damage as a burst fracture. Surgeons agreed the interbody was in good position. They performed a bilateral dural repair and removed some bone and tissue that was compressing the spinal cord. Surgeons commented patient bone quality was hard, but brittle and unusual.

Manufacturer narrative:
Evaluation is in process at the manufacturing site. In addition to the (B)(4); the following devices utilized in the procedure are being evaluated: (B)(4) / s4 screw driver sw4.0 str / common device name lxh. (B)(4) / s4 torque wrench (B)(4) / common device name hxc. (B)(4) / s4 element set screw driver / common device name hxx. All three devices are 510k exempt.